Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 38- year-old male in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was bleeding from everywhere including the pump site. Disseminated intravascular coagulation (dic) had become a concern amongst the medical team. Heparin was removed from the pump purge and the patient was transfused with 3 units of packed red blood cells (prbcs), 10 units of cryoprecipitated antihemophilic factor (cryo), and 2 units platelets following a cardiac code. The impella cp was re-sutured and manual pressure was held by the staff. A few hours later the device displayed an aorta alarm and the echocardiogram (echo) revealed that the inflow cannula was noted to be in the left ventricular outflow tract (lvot). The device was advanced using ultrasound guidance to 3.1cm and locked at 89cm on the impella cp catheter. The impella cp was eventually explanted. Unfortunately, the patient expired while being on support.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07076 was provided.